Event description:
The pt was enrolled in the study with a lesion in the right internal carotid artery. The lesion was mildly calcified and tortuous with 65% stenosis. An angioguard was delivered and a precise stent was successfully deployed. After the stent was placed, the pt's blood pressure dropped. The pt was put on a vasopressor (dopamin) for four days and recovered. Nine days later, the pt developed a fever caused by a urinary tract infection. The pt was monitored carefully without any treatment. The pt recovered and was discharged.

Manufacturer narrative:
This is one of two prods involved with this adverse even in which associated MFR numbers are 9616099-2008-02488. The complaint rec'd states that during a carotid implantation procedure, the pt experienced hypotension. The pt was enrolled in the study with a lesion in the right internal carotid artery. The lesion was mildly calcified and tortuous with 65% stenosis. An angioguard was delivered and a precise stent was successfully deployed. After the stent was placed, the pt's blood pressure dropped. It is unclear if the angioguard was still in place; attempts to gain further info have not been successful. The pt was treated with IV medication, dopamine, for four days with return to baseline blood pressure. There are no further reports of injury for the pt. The devices were not available for analysis. The prod was not returned to lake region medical for eval; however, a copy of the investigation request including lot traceability was provided. Without the return of the actual device in question for eval, lake region medical is unable to determine the exact cause for this incident. Lake region medical did review the device history records relative to the mfg, inspecting and packaging of this lot. This packaging lot contained units, which were shipped from lake region medical on december 6, 2007. The history records indicate this prod was final inspection tested at lake region medical and was determined to be acceptable. Hypotension is a well known potential adverse event associated with the carotid stent implantation procedure. The symptom can be attributed to the baro-receptor trauma that is intrinsic to the carotid artery manipulation during stent implantation. These reactions are anticipated short-term adverse events associated with the compression of the pressure sensitive receptors, located within the carotid artery structure, during balloon inflation, stent implantation and filter device manipulation. Review of the info suggests that procedural factors may have contributed to the reported event.